Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Date of event is stated by the customer as "(B)(6) 2019". The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an allergic skin reaction on day 8 of wear of the adc freestyle libre sensor. Additionally, the customer's symptoms were described as a "burn" and rash at the sensor site. The customer had contact with an hcp who prescribed prednitop (prednicarbate-corticosteroid) ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned with the sensor puck. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and investigation showed all processes were effective. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
A customer reported an allergic skin reaction on day 8 of wear of the adc freestyle libre sensor. Additionally, the customer's symptoms were described as a "burn" and rash at the sensor site. The customer had contact with an hcp who prescribed prednitop (prednicarbate-corticosteroid) ointment for treatment. There was no report of death or permanent injury associated with this event.